Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced the batteries. He then performed functional and safety checks to meet factory specifications. The unit was then released back to the customer for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter : (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery run time test during a preventative maintenance (pm) performed by a getinge field service engineer (fse). There was no patient involvement and no adverse event was reported.